Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebq2475 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility, via the sales rep, that they used a 3 fr provena catheter on (B)(6) 2017, the nurse stated that she did not believe that the catheter had enough "body" to it to easily drop into the svc. She stated she struggled for nearly twenty minutes to drop what should have been a very easy PICC on a (B)(6). She stated the sherlock went "wild" turning up and down and then up and down again, finally resting with the "popsicle" up and looking like the catheter was coming from mid chest. After getting an x-ray, she found that she had cannulated the azygous vein, which she stated is not very easy to do.